Event description:
Required further testing; on friday (B)(6) 2021 my 2 kids and myself covid tested at a curative kiosk located in (B)(6). My healthcare provider advised me to test elsewhere as these test are known to not be very reliable. So on saturday (B)(6) 2021 we went to doctors hospital of (B)(6) where they did an in house pcr covid test and within 3 hours my results and my daughter's were negative but my son was positive. Not feeling satisfied with the results we made an appointment at a local urgent care named (B)(6) on sunday (B)(6) 2021 and they performed a rapid antigen, rapid antibody, and an in house pcr covid test. Again all 3 tests came back negative for myself and my daughter. My son had symptoms so we accept his positive results from the (B)(6) and he was quarantined. That same day we received our results from curative and all 3 were positive but my healthcare provider again insisted they were not reliable tests. On monday (B)(6) 2021 I went to work, masked of course and my daughter went to school but after reporting my son's positive test my daughter was sent home to quarantine since she only has her first vaccine dose. Fast forward to thursday (B)(6) 2021 after lunch at work I started to develop a cough gradually throughout the afternoon followed by a low grade fever. I was sent home and to get tested immediately. I went to (B)(6) medical center where an in house pcr covid test was done and within hours I had a positive result. I am now on "day 7" of quarantine based off of the positive results and symptoms of (B)(6) 2021. I'm concerned due to all the conflicting results and would like to know if the positive results from curative collected on (B)(6) 2021 were actually accurate?; curative (B)(6). FDA safety report ID # (B)(4).